Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 6 was detected open all the time in the hardware testing application. A field service engineer stated that the malfunction occurred when a user was trying to issue medication to the patient. A field service engineer found that the latch was missing a magnet. Removed and replaced striker with a magnet the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system drawer 6 on auxiliary failed to open. There were no adverse events or injuries reported based on this incident.